Event description:
During the implantation procedure, the ventricular setscrew would not tighten after several attempts. This device was not implanted; a new reply dr was implanted.

Event description:
During the implantation procedure, the ventricular setscrew would not tighten after several attempts. This device was not implanted; a new reply dr was implanted.

Manufacturer narrative:
(B)(4), 2012.the analysis on this device is pending.(B)(4)

Manufacturer narrative:
(B)(4). The analysis on this device is pending.